Event description:
Hcp reported the pt had significant decrease in pain relief along with nausea, diarrhea, and agitation. Pt was put on oral oxycontin for the pain. A catheter dye study showed a leak. A revision of the catheter was done. The pt is much better now with improved pain relief.